Event description:
The filter migrated from the l1/l2 position to the t12 position. The legs of the filter held in the left vein. This occurred 9 days after implant. There was no intervention at that time. The filter remained implanted for roughly 197 days and was removed without incident.